Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that during an intraocular lens (iol) implant procedure, the tip of the preloaded injector was thin and damaged the iol. There was no reported patient harm. Another lens was implanted instead.